Event description:
The patient connector was not connected to the ti-adapter well, when the customer changed transfer set. The customer tried another one with different lot number, but could not connect well either. The customer reported that a gap about 3mm was observed to each set. He/she tried a third one, then there was no gap between the patient connector and the ti-adapter (good condition). Since the third product which is the same lot number in this report was good, there was no problem with ti-adapter. The customer suspected only transfer set. Thus, it was supposed that the ti-adapter has no problem. There was no patient injury or medical intervention reported. There was patient involvement. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was received and evaluated. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A titanium adapter was hand-tightened onto the transfer set with difficultly noted, confirming the reported problem. The part was within dimensional tolerance and the cause of the tightness is unknown. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.